Event description:
Olympus medical systems corp (omsc) was informed that during a laparoscopic colorectal surgery, the subject device was used. Seal short circuit error occurred and the system was shut down. The ptfe pad of the subject device was separated. The procedure was completed with another thunderbeat. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the distal end of the ptfe pad was worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. Seal short circuit error did not occur at the seal mode output while the grasping section is closed. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the error and contact marks occurred since the user kept activating output with the severely worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The ptfe pad wore severely due to activation output by the user without grasping anything (including after the tissue separated) while the grasping section is closed. The reported error did not occur in the evaluation, and the reason that the system was shut down couldn't be identified. Based upon the finding of the evaluation, this report appears to be related to user handling.